Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue during attempted insertion of the sheath and locator. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is ongoing, a follow up will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was unable to be inserted due to the deformation at the tip of the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6-7 mm. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There were no other devices or equipment used with the reported product.